Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. Battery depletion also occurred due to a high current drain which was caused by a leaky capacitor. After replacing the capacitor, normal function ensued.

Event description:
It was reported that the pulse generator exhibited a high battery current drain of 72 ua at follow-up. After a firm- ware download, battery measurements still presented a high current drain. The device image revealed that the current drain rose from 7 to 81 ua over a period of two months. The device was explanted and replaced.

Event description:
A customer contacted baxter's technical service center regarding feeling overfilled in dwell 1 on the homechoice(hc). The technical service representative (tsr) reviewed the programming: the home patient (hp) performs continuous ambulatory peritoneal dialysis (capd) with a midday exchange of 2500ml and continuous cycling peritoneal dialysis, with a fill volume (fv) of 2200ml and a last fill volume (lfv) of 500ml. The initial drain alarm (ida) is 200ml. The hp had an initial drain volume of 372ml. The tsr had the hp do a manual drain and drained out 4802ml. The drain volume of 4802ml meets increased intra-peritoneal volume (iipv) criteria. The tsr advised hp to contact peritoneal dialysis (pd) registered nurse (rn) and program an appropriate ida before using hc again. Hp resumed therapy. No patient injury or medical intervention was reported.